Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation:visual analysis of the returned device identified: underweight, red particle in the shell. A microscopic analysis was performed which identify broken sharp in the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp assessed as unidentified (tear) opening.

Event description:
Physician reported a left side rupture diagnosed by ultrasound;"fully ruptured. Shell broken, gel out of the shell" device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a left side rupture diagnosed by ultrasound;"fully ruptured. Shell broken, gel out of the shell" device has been explanted and replaced.